Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure to implant a left ventricular lead, the physician was unable to tighten the setscrew after inserting the lead in the left ventricular port. Eventually, the setscrew came out and the physician was unable to reinsert it. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.